Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient¿s cgm was reading 40 mg/dl. No bg meter reading was taken at this time. The patient was asymptomatic. The patient¿s parent treated the patient with baqsimi (nasal glucagon spray). Despite treatment, the patient¿s cgm was still reading 40 mg/dl, so the patient was taken to the ER for evaluation. At the ER, the patient¿s bg meter reading was 144 mg/dl. No cgm comparison value was reported at this time. The patient¿s sensor was replaced. No medication or treatment was provided to the patient while at the ER. There was no documentation of medical intervention while at the ER. The patient was sent home after the new sensor was applied. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.